Event description:
During a diagnostic laparoscopy with laser, the wolf coupler adaptor disconnected from the laser arm. The disconnection did not occur during firing of the laser. There was no apparent injury to the patient. The beam was not always visible and the physician did not fire when he could not see the beam. No serious injury, serious illness or death resultedl; but, if similar malfunctions were to reoccur, these could result.#34: devices in use at time of event were all devices applicable to the procedure, however, none had any relevance to the malfunction of the adaptordevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, component failure. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.